Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified eight other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during initial use of the copilot, blood flow/leak was noted when the bleedback check vale (bbcv) was pressed to insert/advance two guide wires. Additionally, resistance was noted when advancing the wires and the wires may have gotten damaged. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.